Manufacturer narrative:
(B)(4). Date sent: 02/24/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information reported: the product code was lxmc17. The lot number was 24045. The implant date was (B)(6) 2019. The explant date was (B)(6) 2020. The reason for explant was persistant dysphasia. The patient did not have any MRI since being implanted. The surgeon prescribed the patient steroids, but was not effective. The hospital the explant and implant took place was (B)(6) hospital center.

Event description:
It was reported that the linx was explanted. Patient had linx surgery on (B)(6) 2019. Patient has been experiencing dysphasia ever since the implant. Steroids didn't help. Surgeon explanted due to this dysphasia. There were no patient consequences reported. Procedure completed laparoscopic.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2020. The DHR for lot 24045 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information received: unfortunately, the pathology team at this hospital will not release the device. Please update your system that we will not have this device shipped back.